Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. The returned sample was tested with lot 92303li00, as the complaint lot 95080li01 was not available for testing, and non-reactive results of 0.05 s/co and 0.05 s/co were obtained. The sample was tested weak positive with tppa, tpn15 and tpn17. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
The suspect medical device was changed from ln 08d06-39 lot 95080li00 to ln 08d06-77 lot 95080li01 on (B)(6), 2019. An evaluation is still in proces. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect syphilis ln 08d06-39 that has a similar product distributed in the us, list numbers 08d06-31 and 08d06-41.

Event description:
The customer observed (B)(6) syphilis results on the architect i2000sr analyzer. The following data was provided for a pregnant female: (B)(6). The tppa result for this specimen was (B)(6), and the additional results run for tpn15 and tpn17 were also (B)(6). There was no impact to patient management reported.